Event description:
A customer from (B)(6) contacted customer service about her breeze2 system. She tested her glucose and received a reading of 192 mg/dl. She took insulin based on the reading, felt unwell and experienced hypoglycemia. She did not retest her glucose while experiencing the hypoglycemia. The customer was able to eat something to bring up her blood glucose levels. She did not require medical attention. The test strips are to be returned for evaluation.